Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via (B)(6). The patient's implantable cardioverter defibrillator (ICD) had episodes of competitive atrial pacing which lead to the patient developing a true atrial fibrillation (af) arrhythmia which triggered inappropriate automatic mode switch (ams) episodes. Patient was stable and asymptomatic. No intervention was reported.